Manufacturer narrative:
No product is expected to be returned for analysis testing as there was no issue following the troubleshooting and reboot of the system. A log review confirmed the procedure date on (B)(6) 2022 on system sk0348. No image or procedure video was provided for review. This complaint is classified as a reportable event due to the following conclusion: the customer converted the procedure to open after the start of the procedure. The system had exhibited errors, but following troubleshooting, no further errors were observed on the system.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an error occurred. The system was power cycled, and the error persisted. The system logs confirmed timeout errors, indicating possible bad system communications. It was recommended powering the system off and ensuring all fiber cables were fully seated. The patient cart breaker was power cycled and the system was powered on without errors. The procedure was reportedly converted to open surgery for an unknown reason, with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.